Event description:
It was reported that the programmer incurred an error. Technical services provided assistance in resolving the issue by recommending the client run the 2090 service diskette to correct the error. The status of the programmer is unknown. There were no reported patient involvement or complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.